Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the power supply were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported the system locked up. There are no reports of pt injury or death associated with this event.